Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during maintenance. The customer reported to be following the current IFU. There is no known patient involvement. A sorin group field service representative was dispatched to the facility to inspect the device and replace the internal tubings according to the maintenance instruction. The unit was visually inspected and photos were taken of the internal tanks. No biofilm was identified in the tanks, however the dead leg and drain tubes showed evidence of biofilm. The internal tubing was replaced and electrical safety checks were carried out without issue. Samples were taken following the tubing replacement. The test results are still pending. The unit is still in use at the facility. The customer does not place the units outside the or. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during maintenance. The customer reported to be following the current IFU. There is no known patient involvement.

Manufacturer narrative:
The device manufacturer date provided in the initial report, submitted (B)(6) 2016, was incorrect. The correct device manufacturer date is 9b)(6) 2014. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Samples were taken following the tubing replacement. Through follow-up communication with the customer, sorin group deutschland learned that all test results from all machines at the facility following the tubing replacement have been negative with one exception. The positive result showed a bacterial count of 1, and was within the drinking water quality specifications. It is unknown which device tested positive, as they wish to keep the test report confidential. The facility stated that the sample that tested positive may have been cross contaminated. The unit subject of this report is back in service. Based on the obvious biofilm in the water circuits of the devices inspected and the fact that units were installed prior to the field safety corrective action in 2014, sorin group deutschland has concluded that the users have not always strictly followed the cleaning and disinfection instructions according to the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a field safety notice was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Evaluated on site by sorin service rep.